Event description:
It was reported to philips healthcare that the heartstart xl+ reported an unspecified error. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow report will be submitted upon completion of the investigation.